Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed through visual inspection and functional testing. Analysis of the device revealed that the device failed to meet specifications; the device failed to perform as intended because the controller was unable to communicate with monitor due to a faulty component (u17) on pcb. A possible root cause of the loose connector may be attributed to a defective internal component (u17) on pcb, most likely due to esd. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that the patient had a visit to the clinic and while the controller was connected to the monitor, waveform and parameters disappeared shortly after they visualized. New monitor cable was used with no return in data. The monitor was turned off and rebooted to produce still no data on monitor. New monitor was used with no data to be seen. There was no evidence of damage to the pins on controller/data port. Back up controller interrogated and parameters were able to be seen on the monitor with this. The controller exchange was performed and the patient tolerated this well.